Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. This report is for one unknown tibial nail. Part and lot numbers were not provided by reporter. Unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial nail, two screws, and an endcap were explanted on (B)(6) 2016 due to pain. The devices were originally implanted on (B)(6) 2015. On an unknown date sometime afterward, the patient complained of ankle pain and wanted the devices removed. The devices were removed intact on (B)(6) 2016; the patient was not revised with any new implants. It was additionally reported that it took about 10 minutes to screw in the extraction bolt due to soft tissue and bony growth around the nail, making it difficult to get the proper angle for removal (it was noted that there was nothing wrong with the extraction bolt). The surgery was successfully completed with a 10 minute delay. The patient's postoperative outcome was reported as fine. This report is for one unknown tibial nail. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was further clarified that there was no surgical delay. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that the 10 minutes it took to screw in the extraction bolt to the nail due to soft tissue and bony growth, did not result in surgical delay. This information was provided as additional surgical event information.